Event description:
It was reported the patient's son questioned if the defibrillator was on recall. The patient had experienced heart failure and required rescue from the paramedics. The patient is now hospitalized with brain damage and until recently was on life support. The defibrillator remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.